Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. H6 component code: others (g07). Investigation summary: the device was returned with no apparent damage. The instrument was tested for continuity and was found to be conforming. No continuous activation occurred during functional testing.  There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(6). Batch #: unknown. Only event year is known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the eph04 started to suck unexpectedly without activation. There were no patient consequences.